Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) initially inappropriately withheld therapy for an episode of ventricular tachycardia (vt) that was detected as supra ventricular tachycardia (svt). Eventually, the device treated the vt arrhythmia with a burst of anti-tachycardia pacing which broke the rhythm. The ICD remains in use. No further patient complications have been reported as a result of this event.